Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Sample was discarded.

Event description:
It was reported that the product was difficult to remove, causing pain, difficulty urinating and bleeding. The bleeding was a pink discharge at the end of urinating. Patient experienced a sense of increased pressure at the tip of his penis. It is alleged that the urine stream is narrower than it used to be. The patient alleges that he has to strain to urinate. The patient experienced a urinary tract infection. Patient experienced nocturia. Patient sought medical treatment with urologist. Per physical examination there is not any narrowing of the urethral meatus. Urologist performed a cystoscopy procedure, which revealed a narrow-caliber stricture where a guidewire was passed and the stricture was dilated. After the procedure the patient voided 300 ml at a peak flow of 15 ml/sec . The patient stated he had urinated better than he had at any time in the last 3 months. The doctor instructed patient to take cipro and continue use of a "whalebone". Patient reports that in (B)(6) 2015, his condition was, for the most part, resolved.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use (IFU) could not be reviewed as the product family is unknown. Although the product family is unknown, bardex ic product ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.